Event description:
It was reported that plastic bellows on the hemovac blood reinfusion system was split. The reported event was noticed following placement of the drain during the procedure. There was report of surgical delay. Additionally, there was no report of pt or user injury associated with the event.

Manufacturer narrative:
The device was not returned to the MFR, device was discarded by the customer. A review of the mfg records was performed and there were no nonconformance during MFR that would be related to this complaint. All testing requirements were met. The cause of this complaint cannot be determined because the device was not returned.